Event description:
In a 3 month visit the subjective questionnaire indicated subject is experiencing increased night glare with illuminated signs and glare when watching television or using a computer in both eyes. Halos at night significantly increased in both eyes and the vision quality is decreased in the left eye (with reports of monocular diplopia). Also during his 6 month check visit the bscva (best spectacle corrected visual acuity) was decreased from pre-operation 20/20 in both eyes to 20/50 in his left eye. Right eye remained at 20/20. At 12 month check visit patient bscva decreased in his right eye to 20/25 and his left eye increased to 20/32.

Manufacturer narrative:
During a clinical study in (B)(6) the protocol instructions were to program the posterior depth to 100um less than the thinnest pachymetry in the peripheral incision area. The thinnest peripheral intraoperative ultrasound pachymetry measurements were 610um right eye and 620um left eye and, per protocol, surgeon should have programmed 510um in the right eye and 520um for the left eye. Instead he programmed 710um for the right eye and 720um for the left eye. No problems were reported with the equipment. Note: all pertinent information available to abbott medical optics at the time of this report has been submitted.